Event description:
The following was reported to hamilton medical ag: during set-up at the patient bedside about to be put on the patient, when setting up the device and attempting to start high flow therapy. No flow was delivered from the device. Device works as expected after reboot. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: during set-up at the patient bedside about to be put on the patient, when setting up the device and attempting to start high flow therapy. No flow was delivered from the device. Device works as expected after reboot. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 2 - corrected information: added investigation updated fields: b4, g2, g3, g6, h2, h6, h11. Investigation: reportability assessment: this case was initially assessed as reportable. It was reported that the device did not provide high flow therapy whsetting up. There was no patient involvement and the device worked after reboot. Prior to this event, there was no malfunction reported with patient involvement. However, due to the device not delivering flow, the case remains preventive reportable. Log file analysis: hamilton medical received the logfiles of the device for analysis. According to the event log the alert "oxygen supply failed" was logged on the reported date of event 13.03.2024. Hardware analysis: according to the log files, the problem of "oxygen supply failed" appears in different respiratory modes, such as niv-st a hiflowo2. To reproduce the problem, each modality was tested for one week, and no error occurred when the device was checked by hamilton engineers. In the log file technical event 231002 was recorded which indicates "pressure controller pressure high" during niv-st mode. This event was also not reproducible with the device. The root-cause of the reported issue could not be determined.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during set-up at the patient bedside about to be put on the patient, when setting up the device and attempting to start high flow therapy. No flow was delivered from the device. Device works as expected after reboot. No patient involvement